Event description:
While opening up equipment for a surgical case, it was noted that the bovie tip was through the plastic packaging and the outer wrap. Did not reach the patient. No harm. Other packaging from the lot checked for the same problem with packaging: no other problems found.